Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent attempted emergent treatment of multiple symptomatic intramural hematomas in the descending thoracic aorta. The patient reportedly had very small iliac arteries with calcification at the aortic bifurcation. It was reported there was difficulty advancing a gore® dryseal flex introducer sheath, and the sheath would not advance past the mid-external iliac artery. The sheath was reportedly landed within the mid-external iliac artery, and an attempt was reportedly made to advance a conformable gore® tag® thoracic endoprosthesis outside of the sheath into the aorta. However, it was reported the device would not advance. The gore device was reportedly removed from the sheath. It was reported a medtronic 8 x 4 mm balloon was then advanced, and ballooning was reportedly performed in the aortic bifurcation and in the iliac artery to dilate the vessels for advancement of a sheath. After the balloon was removed, the patient¿s blood pressure reportedly dropped, and a tear in the external iliac artery was reportedly identified. The physician reportedly does not believe any damage to the iliac artery or aorta was done during advancement of the gore sheath or device. According to the physician, the tears occurred during the dilation ballooning of the iliac artery and aortic bifurcation. A gore® viabahn® endoprosthesis was reportedly implanted to treat the iliac artery tear. It was reported that after implant of the viabahn device, the patient¿s blood pressure did not increase. Retrograde imaging reportedly showed the iliac artery tear had resolved with the implant of the viabahn device, but significant bleeding was reportedly identified coming from a tear at the aortic bifurcation that extended proximally into the aorta from the tear in the external iliac artery. It was reported that at that point, guidewire access was lost, so a qxmedical q50 balloon catheter was advanced into the aortic bifurcation and inflated to occlude the proximal tear. It was reported a laparotomy was performed to repair the tear and the aorta was clamped; however, the patient exsanguinated, flatlined, and expired during the open repair. It was reported the exact cause of death is unknown, and it is reportedly unknown if an autopsy was performed. No further information regarding the patient¿s death is reportedly available.